Manufacturer narrative:
Problem could not be confirmed because product/data is not available for evaluation. Patient misuse/error: the patient is more than twenty feet away from the dexcom continuous glucose monitor receiver. If the transmitter and receiver are farther than 20 feet apart or are separated by obstruction, they might not communicate or the communication distance may be shorter and will cause out of range/antenna icon.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.